Event description:
Additional information received reported that the patient no longer had concerns with her device or therapy.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 74002, lot # n236211, implanted: (B)(6) 2011, product type adapter; product ID 3998, lot # j0405941v, implanted: (B)(6) 2004, product type lead; product ID 748925, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748925, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that there was a communication problem. The past couple of days prior to the report, it would charge. They were charging and getting 4 boxes while sitting, and got 6 boxes when getting up and walking around. The stimulation was low. The patient would charge and move and the system disconnected. The patient was in the hospital and got home and tried to charge the unit and it wouldn¿t stay charged. The patient was not in the hospital for the implant. The programmer was working fine. The last couple of days, it had been doing this. The patient felt like the inside unit was moving and it had been like that for a while. The patient went to the healthcare provider (hcp) a month prior and the hcp did x-rays, and the leads were still in place. It stayed for about five minutes before it moved. The patient was not turning or anything. At the time of the report the patient got up and walked around, the unit was working fine. The patient was getting 6 bars, and her device was getting low but still had some stimulation. The patient¿s husband noted that the patient would sit and get 8 bars and put arms up and went to 0. The patient was rotating the dial and it didn¿t stay. It was at 1/4 charged at the time of the report. The battery in the back was shifting, maybe,and they could see the implantable neurostimulator (ins) moving. When the patient moved around, the ins moved around too and it had been going on for a while. This implant, the healthcare provider (hcp) put the ins in the back. They did the antenna locate (al) feature and the highest number 82, and after al the patient was getting 8 bars shaded. The ins did feel like it was tilted slightly. In a week or two there was no full charge, and previously would charge the unit in 1-1.5 hours. The patient lost 15 pounds in the past month so that could be why the ins was shifted. The patient could see the current implantable neurostimulator (ins) moving. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.